Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to complete testing or lock reservoir in place due to missing retainer. Motor was tested outside the device and passed. No motor anomalies noted during testing. Device received with broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 523 mg/dl. Current blood glucose was 308 mg/dl. Customer reported that this morning when she woke up her blood glucose was 105 mg/dl, had some bread and milk and 4 hours later she woke up her blood glucose was 419 mg/dl and ever since then all day long her blood glucose keep rising and she has been using a syringe to bring it down but it's still continuing to rise. Customer treated for high blood glucose with syringe and insulin pen. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.